Event description:
Patient reported to the zealand pharma ae assessor that patient had 5 v-go 40 devices where the v-go needle released prematurely on it's own. Patient denied accidently releasing the button and denied any interference that could have caused this issue. Exact date of occurrences are unknown last occurrence was approximately a week ago.